Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in-clinic, noise resulting in oversensing was observed on the right ventricular (rv) lead. Technical support was contacted, and lead damage is suspected. Further intervention is anticipated to resolve this event. The patient was stable with no adverse consequences.